Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that there was a large air bubble in the luer lock. There was no reported impact to the customer's blood glucose level. The customer delivered a bolus, with the infusion set disconnected from the body, to prime the tubing to remove the air.